Manufacturer narrative:
Additional contact: (B)(4).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted with 72ml remining. Subsequently cassette was changed to continue treatment. No patient consequence was reported. No adverse effects were reported.